Event description:
Per independent repair center: the unit was alarming or red light; key failure is the manifold not shifting. Additional malfunctions are the heat exchanger is leaking and the hose clamps and tie wraps are defective.